Event description:
The event is reported as: complaint alleges: the stapler jammed during use in the procedure. The event caused no harm to the pt.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.